Manufacturer narrative:
The facility injected saline into the forceps channel from the operation part of the bronchoscope and sent the sample collected from the tip of the endoscope to tissue culture. The result was negative. The bronchoscope was sent to the local distributor. The local distributor performed an airtightness test on the bronchoscope, but no abnormalities were found. The suction button could not be investigated because it was discarded at the facility. It was discovered that the facility was reusing the suction button, which is a single-use accessory. The instruction manual clearly states that the suction button is for single-use only. Thus, it was determined that the bal samples were contaminated with pseudomonas aeruginosa due to the reuse of the single-use suction button. Approximately 30 patients were examined by this bronchoscope between (B)(6) 2021 and (B)(6) 2021. Aside from the patient for which this MDR is being submitted, bal samples taken from the three patients examined with this bronchoscope on (B)(6) 2021 also tested positive for pseudomonas aeruginosa. Separate mdrs will be submitted for each of these patients. There is no concern of tolerance of infection for the patients examined prior to (B)(6) 2021. If any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
On may 28, 2021, fujifilm corporation was informed of an incident involving the eb-580s bronchoscope. Bronchoalveolar lavage (bal) was performed on a patient, and the collected sample tested positive for pseudomonas aeruginosa. The patient was treated with medication. There was no death or other serious injury associated with this event.